Event description:
Device issue: none. Adverse event: angina and restenosis requiring intervention. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2008, the pt underwent direct stenting in the distal right coronary artery (rca) saphenous vein graft (svg) with two xience v stents and direct stenting in the proximal rca svg with one xience v stent. On (B) (6) 2010, the pt experienced angina and was hospitalized. On (B) (6) 2010, the pt underwent diagnostic coronary angiography that identified in-stent restenosis of all three index stents. Percutaneous coronary intervention with add'l stenting was performed on (B) (6) 2010. The pt was discharged on (B) (6) 2010, with no adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). The xience v 4.0x15mm (part# 1009543-15# 8061861) and xience v 4.0x28mm (part# 1009543-28) indicated are being filed under the same medwatch MFR number. Eval summary: angina and restenosis, as listed in the product risk assessment and instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It is unk how direct stenting the lesion may be related to the reported patient effects post-procedure; however, it should be noted that IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It was reported that the xience v stent was implanted in a saphenous vein graft (svg). The IFU further mentions: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length < or = 28mm) with reference vessel diameter of 2.5mm - 4.25mm. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. All products are subject to a 100% inspection by mfg. In addition, a quality control audit inspection is performed to verify product quality.